Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device alarmed causing them to call into their clinic. The clinic was able to interrogate the device and noted there was a history of small r waves post cardioversion on the patient's right ventricular (rv) lead. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.